Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient spoke with a representative in the area and they explained how much the ins should move and could move and why; the patient noted that the movement might be normal. The ins wasn't protruding through the skin but they felt it was closer to the underside of the skin and up closer to their waist. They weren't pursuing this issue further but if they felt that it was causing muscle pain around the area they might request an appointment with their physician. They didn't think their issue was resolved but it wasn't causing as much discomfort as it used to. They asked the representative about the issue of their spine/back feeling like it was on fire at times. They noted that their spine felt hot and then spread around the back. The patient reported that their front felt really cold and feet would be freezing but their back felt like it was on fire so they thought it had something to do with the wires that ran up the spine. The representative said they never heard of anyone having that complaint. The patient noted that the issue had been going on for quite some time and wasn't a daily problem. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the cause of walking getting harder and their legs "almost being dead" was probably caused by their back. The patient was advised to see a doctor and to be prescribed some pain medication. The issues weren't resolved and probably never would be. Some days were worse than others. They exercised at least 2 times a week and they couldn't get on a treadmill and walk. Their left side was affected all of the time. The pain wasn't often on the right side. Sometimes they had a tingling on both sides and on the right side from their knee downwards. The left side was their whole hip and leg and foot. With the worst pain the ins didn't really help (which was the sciatic nerve in the middle of their buttock). Some days it hurt as much to sit as it did to stand. They had different programs in their ins but one seemed to work better than the others and moving the program stronger/weaker some days helped tolerate it as best they could. They spoke with a representative last summer and their back felt like it was on fire at times. They thought it was from the leads running up along the spine from the ins. Their hcp never heard of this before. They leaned against a big cooling pad and it brought some relief to their back feeling so hot. There were also times that they turned the stimulator off and it felt like it was still emitting vibrations. It was so strong that they put the controller on the ins and would double check that it was off. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were calling for MRI guidelines as they needed an MRI because walking was getting harder and harder for them and their legs were almost dead and they wanted to check to see how much worse things in their back were. It was indicate that is was asked but was unknown if these symptoms were related to their device/therapy. The patient further mentioned that their hip muscle hurt at times when their ins moved around. They stated that the doctor already looked at it and said everything seemed normal and the patient stated that they did not have any pain when pressing on the ins site. It was reported that the issue with the patient¿s legs/walking was considered to be sudden. It was reported that the walking difficulties and ¿legs being almost dead¿ began approximately in (B)(6) or maybe a little before (2018). The event date of the patient¿s hip hurting when the implant moved was asked but was unknown but noted probably for the last year. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient felt like their spine was on fire a lot of times. Their daughter felt their spine and it didn't feel warm to the touch. The patient mentioned that their ins was implanted for lower back, hip and leg pain. The patient also noted that their stimulator seemed to move around and had gotten into an uncomfortable position. They think the stimulator moved up higher near their waist. No further complications reported.